Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
The patient was admitted with complaints for her right hip squeaking for four months. For the last month, she also had limited right hip movement with pain and difficulty in walking. The radiographic evaluation of her right hip revealed significant metallosis that infiltrated into bone especially around the acetabular cup. Revision of right hip arthroplasty was performed according to her complaints and radiographies. There was dark colored metallosis that covered the synovia of the joint. 48mm cementless, porous coated, hemispheric ceramic reflection®interfit acetabular component was extracted. Metallosis was observed also around the bone of the extracted cup. The remaining bony acetabulum was stained with dark metalic color but seemed well nourished with the bloody appearance. The femoral stem was found stable. Smith and nephew became aware of this incident per literature.